Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched, they were hospitalized due hypoglycemia on (B)(6) 2022. The customer¿s blood glucose level was unknown at time of incident. Customer's current blood glucose level was 109 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food/glucose. Customer stated that there blood glucose level was crash and they become unconscious and fell on the floor. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The device will not be returned for analysis.